Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an out-of-range shock impedance measurement. Attempts to obtain additional information were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.